Manufacturer narrative:
The manufacturer received information alleging the device still does not work despite replacing the system board and the alarm is still active. During the evaluation of the device at third-party service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's system printed circuit assembly board was replaced to address the issue. Additional findings not related to the malfunction/issue was another system error that had occurred on the device. The oxygen blending module board was replaced on the device. Further evaluation of the device found contamination on the blower, machine flow sensor, and on one of the in-line filters. These parts were placed on the device. In addition to these all of these parts being replaced on the device, the following parts were replaced as part of the four-year preventative maintenance for this device: air foam inlet filter and particulate filter. After the parts have been replaced on the device, the device had passed all system tests.

Event description:
The manufacturer received information alleging the device still does not work despite replacing the system board and the alarm is still active. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.